Manufacturer narrative:
Reported event ¿insufficient heatseal & (sterile) pouch or blister pack¿ was confirmed. Received 1 of item 138114a in unopened original packaging. Performed a visual inspection of the device and there were no obvious signs of a breach. Performed a functional inspection and the device was dye leak tested which indicated that the packaging had an insufficient heat seal as there was leakage. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.